Event description:
The reported description notes that the bedside monitor failed to alarm to alert the user that the patient's heart had stopped.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm to alert the user that the patient's heart had stopped. It was reported that the patient lost consciousness and required a pacemaker shortly after this event. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.